Event description:
The device was applied during a laparoscopic assisted vaginal hysterectomy procedure. Reportedly, the anvil disengaged when reloading the disposable loading unit outside of the pt cavity.